Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose was 39 mg/dl at the time of event. Current blood glucose was 150 mg/dl. The customer was treated with glucose tablets. It was unknown whether the auto mode was active or not. The insulin pump will not be returned for analysis.